Event description:
During evaluation of a returned spectrum iq pump, the device's top right soft keys were not functioning. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the top right soft keys were not functioning. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The condition was verified. The cause of the condition was the keypad. The keypad is required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.